Event description:
It was reported that a patient felt "burning" and "stinging" near the device during electrical storms. It was further reported that the patient said the "numbness" stopped once the storm ended and feels "fine" at the time of the report. The device is still in use. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.